Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), blue toe syndrome ("purple toe"), peripheral swelling ("hand swelling"), adnexa uteri pain ("adnexal pain"), menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure coil removal, bilateral salpingectomy). Essure was removed on (B)(6)2020. At the time of the report, the pelvic pain, alopecia, blue toe syndrome, peripheral swelling, adnexa uteri pain, menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, dysmenorrhoea and menometrorrhagia with essure. The reporter considered alopecia, blue toe syndrome, pelvic pain and peripheral swelling to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "adnexal uteri pain, menometrorrhagia, and dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), blue toe syndrome ("purple toe"), peripheral swelling ("hand swelling"), adnexa uteri pain ("adnexal pain"), menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure coil removal, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, alopecia, blue toe syndrome, peripheral swelling, adnexa uteri pain, menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, dysmenorrhoea and menometrorrhagia with essure. The reporter considered alopecia, blue toe syndrome, pelvic pain and peripheral swelling to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "adnexal uteri pain, menometrorrhagia, and dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical record received. The case was upgraded from non-serious incident to serious incident. Events "adnexal uteri pain, menometrorrhagia, and dysmenorrhea¿. Essure removal date was updated. Patient demographics, and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.